Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Patient was experiencing overstimulation when lying down. Closed loop was activated to alleviate discomfort and issue resolved. Patient has been re-educated on how to connect to device and issue is resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported there was something wrong with their device and the issue began today. Patient mentioned they were getting a lot of sharp tingling pain no matter how high or they turned their settings up and down for all 3 of their settings. Patient also mentioned their device disconnected all the time by itself. Agent understood this as stimulation issue. Patient mentioned they just had their device turned on yesterday. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the pain and device communication issues were not determined. The patient is scheduled to see the physician for follow up may 29, and a representative will be present to assess programming. Patient has been advised that they can decrease intensity or turn off the stimulation until they are seen on may 29. Issue was temporarily resolved, and reprogramming will take place on may 29.